Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt a shocking or jolting sensation down the right arm when the stimulation was turned on. No further details, patient symptoms or outcome were provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.